Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation the monitor was unable to properly power on. The cause for the failure was isolated to a defective u608 on the pca board. The root cause for the defective u608 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.